Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a powerflex extreme 6x4 80cm percutaneous transluminal angioplasty (pta) balloon catheter burst at 20atm at the third inflation. The balloon was removed from the patient¿s body and inspected outside of the body. A second 6x40 powerflex extreme was pulled to complete the procedure. There was no reported patient injury and no harm caused to the patient. The device was used to treat a stenosis near the anastomosis of a fistula. The target vessel had moderate calcification, no tortuosity, greater than 70% stenosis, and no acute angle. There was no difficulty removing the protective balloon cover, nor removing any of the sterile packaging components. The device did not kink at any time during the procedure. The balloon was filled with 20% contrast, 80% saline. There were no anomalies noted while inflating the device with positive pressure. The product was returned for analysis. A non-sterile ¿powerflex extreme 6x4 80cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that the balloon presents an axial tear. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port and positive pressure was applied with the purpose of reaching the rated burst pressure. However, inflation was not possible due to the axial tear noted on the balloon material. Sem results showed that the powerflex extreme 6x4 80cm unit¿s balloon surface presented evidence of scratch marks located on the surface near the bordered of the rupture. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely these same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It seems that the balloon material was damaged with a sharp object from the outside of the device. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 82278818 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed during device analysis. However, the exact cause cannot be determined. The device was used to treat stenosis near the anastomosis of a fistula. The vessel was noted to have moderate calcification with greater than 70% stenosis. Arteriovenous shunts are often scarred and fibrous in nature and are therefore, often resistant to balloon expansion increasing the likelihood of damage to the balloon. Therefore, based on the information available for review it is likely vessel characteristics and procedural factors contributed to the event reported. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex extreme 6x4 80cm percutaneous transluminal angioplasty (pta) balloon catheter burst at 20atm at the third inflation. The balloon was removed from the patient¿s body and inspected outside of the body. A second 6x40 powerflex extreme was pulled to complete the procedure. There was no reported patient injury and no harm caused to the patient. The device was used to treat a stenosis near the anastomosis of a fistula. The target vessel had moderate calcification, no tortuosity, greater than 70% stenosis, and no acute angle. There was no difficulty removing the protective balloon cover, nor removing any of the sterile packaging components. The device did not kink at any time during the procedure. The balloon was fille with 20% contrast, 80% saline. There were no anomalies noted while inflating the device with positive pressure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82278818 presented no issues during the manufacturing process that can be related to the reported event. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.